Event description:
"Bovie pencil blade had section of robnel catheter covering it from the pencil to near the tip of the blade. The robnel burned at the blade tip on activating the pencil unit. Incident occurred without pt contact."